Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. Left sided deflation and baker¿s grade ii capsular contracture was diagnosed post procedure. As a result, the device was replaced with a mentor smooth round moderate profile 300cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/8/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. Left sided deflation and baker¿s grade ii capsular contracture was diagnosed post procedure. Upon receipt by mentor the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed creases on both views. Leak testing was performed in accordance with mentor procedures, and revealed a leak caused by a rent measuring approximately 0.1 cm discovered within a crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. No corrective action is required since there is no evidence that the failure modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. With the information provided, the product evaluation team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).